Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributer reported that while a patient was being injected with abilify maintena (400mg), the needle detached. As the plunger depressed, the injector felt resistance. The needle detached from the luer-lock and was left inside the patient. The injector was able to recover a majority of the medication. There were no patient injuries associated with the event.